Event description:
Device malfunction: stent fracture. Time of malfunction: during the procedure. Symptoms/ae: second stent implanted within fractured stent. It was reported that an absolute pro stent was implanted in the left, mid superficial femoral artery. When a post-dilatation balloon was advanced to the stent, it was noticed that the stent had elongated or fractured and was about 10mm longer than the balloon. The undeployed balloon was removed without difficulty. An xceed stent was implanted inside of the absolute pro and post-dilatation was successfully performed. There was no adverse patient effect. Though requested, no additional info was provided.

Manufacturer narrative:
The stent remains in the patient's body. The stent delivery system is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with any additional relevant info.